Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2013; inratio 6.9, 6.1; lab 1.9. Time between testing about one hour. No therapeutic range provided.